Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on the pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported that the alleged failure could not be duplicated.